Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error. Customer reported they were able to clear the alarm but unable to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump alarmed pump error 38 during rewind test. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38. Pump passed self test. Successfully downloaded history files and traces using thus. No pump error 37, 43, or 130 alarms during testing. Pump error 37 was present in the history download on event date of 17-nov-2020 between 04:25:41.000 and 04:46:52.000 (file number = 121, line number = 698). Pump error 38 was present in the history download on event date of 01-may-2023 at 13:53:02.000 (file number = 121, line number = 629). Pump error 43 was present in the history download on event date of 17-nov-2020 between 15:32:31.000 and 22:36:56.000 (file number = 121, line number = 681). Pump error 130 was present in the history download on event date of 17-nov-2020 at 15:31:29.000 ( file number = 121, line number = 531). Tested with a test p-cap and the test p-cap locked in place properly. Pump was cut open to perform visual inspection and found evidence of moisture damage on motor and force sensor. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, keypad overlay texture damage. Pump error 37, 38, and 43 confirmed due to moisture damage on the motor. Pump error 130 unknown because motor could not be tested. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump was cut open to perform visual inspection and found evidence of moisture damage on motor and force sensor. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, keypad overlay texture damage. Pump error 37, 38, and 43 confirmed due to moisture damage on the motor. Pump error 130 unknown because motor could not be tested. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.